Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The most likely cause of the reported failure is use error. As no further investigation was able to be performed no change in harm was identified.

Event description:
On 03/09/2022, it was reported by a sales representative via sems that an ar-3519h hip avn disposables kit had an issue, deployed early and fell apart during the case. This was discovered during use with no impact to the patient. On 03/09/2022, the sales representative provided the following information via phone: during a hip avn procedure on (B)(6) 2022, the portable arm of the reamer deployed early in the patient and the deployment mechanism broke. The whole reamer with the deployed, stuck portable arm was removed from the patient, and no piece broke off inside the patient. Another reamer was used to complete the procedure successfully with no case delay or impact to the patient.